Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states their dog bit through the up and down buttons on their pump. The customer's blood glucose level at the time of incident was 90mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with dog chew marks on keypad overlay, on case around near end cap and near reservoir tube lip. The insulin pump received with minor scratched display window, cracked reservoir tube lip and scratched reservoir tube window.